Manufacturer narrative:
Respiratory failure is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% of the zephyr valve subjects experienced respiratory failure during the treatment period ([less than or equal to 45 days). 0.8% of the zephyr valve subjects and 3.2% of the control subjects experienced respiratory failure during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference respiratory failure as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment. Copd exacerbation is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 7.8% of the zephyr valve subjects vs. 4.8% of the control subjects experienced a copd exacerbation serious adverse event (sae) during the treatment period (less than or equal to 45 days). 23.0% of the zephyr valve subjects vs. 30.6% of the control subjects experienced a copd exacerbation sae during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference copd exacerbation as a known, potential side effect of this procedure and provide guidelines for monitoring. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
The subject underwent bronchoscopic lung volume reduction with placement of six zephyr valves in a two-procedure approach with valves implanted on (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2022,the subject was admitted to the hospital for copd exacerbation. The subject experienced infectious exacerbation with acute respiratory failure. The subject was placed on antibiotics. All six zephyr valves were removed on (B)(6) 2022. The subject was discharged on (B)(6) 2022.